Manufacturer narrative:
The sample has been received and in-house eval is in progress. The device history records for the component lots were reviewed. The associated lots (1) were released based on the MFR's acceptance criteria. Unrelated processing abnormalities were found during the review. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the vitreous cutter would not cut. The case was completed using an alternate cutter. There was no harm to the pt.